Event description:
During a gastroscopy, the physician used a cook endoscopy triclip endoscopic clipping device to address a gastric bleed (device 1 of 3). The endoscope used during this procedure has an accessory channel size of 2.8mm (this product is to be used with a minimum 3.2mm accessory channel size, per the product label). Once the clip was advanced through the endoscope and exposed inside the patient, an attempt to retract the clip was made(this is against the instructions for use). When retraction was attempted, resistance was encountered. The handle split apart at the seams. Two additional triclips (device 2 and 3) were used in the same manner described above and the same observation was made. Other triclips and bicap cautery was used to complete the procedure. Nothing was retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. For suspect medical device information on devices 2 and 3, see reports 1037905-2007-00040 and 1037905-2007-00041.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected devices were not returned to cook endoscopy for evaluation. After a review of the device history record for these devices, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conduct a full investigation because the devices were not returned for evaluation. These devices were used through and endoscope that has an accessory channel diameter of 2.8mm. The instructions for use for this product line contains the following information: "the coordination of accessory channel size with compatible devices is essential in obtaining optimal results during a procedure. Please refer to the product package lable for the minimum channel size required for this device." The product package label indicates that these devices are compatible with endoscopes that have a minimum accessory channel size of 3.2mm. If the devices are used with an endoscope that has an accessory channel smaller than 3.2mm, this could cause an increase in friction between the inner and outer catheters. This increase in friction can encourage an application of excessive pressure to the handles, contributing to handle separation. A separated handle can occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. Failure to make this connection secure can cause the handle to separate if the device is held at an angle and excessive pressure is applied to this portion of the handle assembly. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. The information provided indicated that the user attempted to retract the clips while inside the patient's body. When this was attempted, resistance was encountered. The instructions for use for this product line includes the following information: "note: the clip cannot be retracted into the outer sheath while the device is in the endoscope." If added pressure was applied to the handles, perhaps in response to the resistance encountered, this could have contributed to handle separation. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. A review of the device history record confirmed that this lot met all manufacturing requirements prior to shipment. Corrective actions: a corrective action has been implemented in an effort to reduce occurrences of handle separation with the triclip endoscopic clipping device. These devices were manufactured prior to the implementation. No further corrective action warranted at this time because information provided indicated the devices were used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.